Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-05731. It was reported that stent migration occurred. The physician identified a stenosis within a stent that had been previously placed in the subclavian vein and ballooned the stenosis within the stent with a 10mm balloon and noticed recoil within the stent post balloon. A 12x40 wallstent® endoprosthesis metallic stent was placed inside to the previous laid stent across the lesion. Upon deploying the stent it was noticed that the distal end of the stent did not appear to be fully opened. The physician stepped off fluoroscopy and stepped back on and noticed the stent moved down the subclavian vein toward the hand and completely missed the target area. The physician decided to place another wallstent to cover the target area. A 14x40m wallstent® endoprosthesis metallic stent was introduced into the first stent with overlay into the second stent and began to deploy. The stent appeared to deploy fine and when the physician stepped back on fluoroscopy, the 14x40 wallstent endoprosthesis metallic stent had watermeloned out of the first stent and down into the second stent missing the lesion again. The physician ballooned the two stents where they landed. The procedure was not completed. There were no patient complications reported and the status of the patient is fine.